Event description:
It was reported that during infusion, the cadd legacy pump experienced no disposable (nd) alarm. The next day pump displayed "run" but was not making administering noise and the volume was not decreasing. There was patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.